Event description:
The physician intended to use a sprinter legend balloon catheter to treat a lesion located in the mid obtuse marginal (om) which was reported to be moderately tortuous, moderately calcified with 90% stenosis. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues identified. It was reported that the balloon would not deflate at the lesion site and deflation difficulties were experienced. The lesion was pre-dilated. It was reported that the physician was able to pull balloon back and remove as proximal artery was larger than the balloon. The device did not pass through a previously-deployed stent, no resistance encountered when advancing the device and no excessive force used during delivery. No patient injury reported.

Manufacturer narrative:
Additional information: no difficulties were noted when removing the protective sheath/packaging stylette from the device. No difficulties were noted during the inflation of the device. The device was not moved or repositioned prior to the deflation difficulties. The balloon failed to deflate the physician used a 50/50 concentration of contrast/saline. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
User medwatch reference # mw5072811 was received. The patient presented with unstable angina device evaluation: balloon was returned partially inflated with contrast present inside. The balloon bond was stretched. Stretching was evident to the transition shaft proximal to the guidewire entry port. Kinking was visible along the transition shaft and hypotube, proximal to the guidewire entry port. A 0.015 inch mandrel could be loaded through the inner shaft and patency was verified. Upon pressurisation of the device, the device failed to inflate or deflate fully. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.